Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-06670. Reference MFR report: 1627487-2013-06671. It was reported the pt's ipg has moved and is causing discomfort. The pt stated that approximately two months ago she noticed her ipg had moved from her buttock and over her spine and it is very superficial and uncomfortable . It was also reported the pt is to receiving effective stimulation. The pt stated her headaches and fatigue have increased in the last year and a half. The pt is pending a follow-up with an sjm representative to evaluate her issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.